Event description:
On (B)(6) 2011, clinical specialist reported patient was in the hospital for elevated blood glucose. On follow up call patient reported she was taken to the hospital on (B)(6) 2011 by her stepfather with a blood glucose reading of 876 mg/dl on the hospital's meter. Patient stated prior to that she received a reading of 'hi' on her meter after she ate lunch. Patient reported she bolused at that time; could not recall amount of the bolus. Patient stated she received a blood glucose reading that morning of 202 mg/dl. Patient reported she was diagnosed with dka when she arrived at the hospital and was given an insulin drip and IV fluids when she was admitted to the hospital. Patient's normal blood glucose range is 150-200 mg/dl. Patient stated her blood glucose was 303 mg/dl when she was tested an hour ago on the doctor's blood glucose meter. Patient reported she did not receive any error messages or alerts. Patient stated she does not let the insulin warm to room temperature. Advised to allow insulin to reach room temperature before filling the insulin cartridge. Had patient disconnect, change her infusion tubing and then prime; is able to get insulin to flow out of the end of the infusion tubing. Had patient attempt a bolus. Patient reported she bolused 2.0 units of insulin and was able to get insulin out of the end of the tubing. Patient stated she was diagnosed with a sinus infection on (B)(6) 2011 and started an antibiotic at that time. Patient reported she should be going home from the hospital today. Advised patient to switch to backup infusion device. Product was replaced and requested return of the alleged product for evaluation.